Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. A siemens customer engineer was dispatched to the customer site. While troubleshooting the instrument, the cse observed quality controls (qc) was recovering high for levels 1 and 3. The cse inspected cuvette manufacturing and photometer. The cse ran chemistry wash and recovered zero on all results. The cse performed ultrasonic voltages and recovered 10 point drop between air and water, indicating an issue with the sample transducer. The cse replaced the sample transducer as instructed by the regional support center (rsc) and verified that the aerator on the millipore filter was connected properly. The customer replaced and aligned sample 2 probe (2). The cse ran quality controls (qc) using the old calibrator lot, which resulted high. The customer replaced source lamp and repeated qc, resulting high again. The customer ran patient samples comparison between the original instrument and the alternate exl instrument, and all results had the same interpretation. The cause for the falsely, elevated ltni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin (ltni) result was obtained on a patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s) who questioned it. The patient was redrawn few hours later, resulting the same. A 3rd draw of the patient was tested on the same instrument, resulting lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.